Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a shoulder arthroscopy procedure, the spider 2 battery pack would not work. No delay and no applicable back up. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed. The device was placed on a test charger. The battery reached a full charge. The battery was placed on a test spider 2. The spider 2 was cycled 100 times and the battery did not present a significant drop in power. The complaint was not confirmed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.